Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unexpected replace battery alert and replace battery now alarms while monitoring and pump error 25 was triggered when the lithium backup battery (loaded vlith)was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. No cracks on lcd window noted during visual inspection. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
Customer reported via phone call of receiving power error 25 alarms. Customer's blood glucose was 260 mg/dl. Customer was given a series of instructions to follow and was advised to call back if issue was not resolved. Customer also reported that display screen was cracked and was not sure how issue occurred. After troubleshooting, customer was advised that insulin pump would need to be replaced.